Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is experiencing difficulty breathing while using the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing related to bipap device's sound abatement foam. The device was returned to the manufacturer product investigation laboratory for further evaluation. The manufacture inspected the device and observed the following from an external and internal inspection: unknown white contamination (dust-like) at the air inlet of the blower box, and in the iso (international organization of standardization) port, dust-like contamination on top and bottom of blower motor and blower motor seal and potential mineral deposit spots on bottom of blower box indicating potential water ingress. Black contamination consistent with keratin at the air outlet of the blower box, light unknown white dust-like contamination in the blower box, black dust-like contamination in the bottom of enclosure was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that there was customer allegation and no evidence of visible foam degradation but the contamination likely originated externally to the device.